Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to exhibiting low amplitude and t-wave oversensing. Analysis of the system was performed and an untreated t-wave oversensing episode was also observed. This system was scheduled to a therapy upgrade procedure due to a conductive disorder that the patient presents. No changes were performed due to the upgrade procedure taking place in the near future. At this time, this system remains in service. No further adverse patient effects were reported.